Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump monitored for several days and no alarm noted. Insulin pump passed the self test. However, insulin pump received with black shadow on the display due to warped/uneven pcb on the lcd board. No cosmetic damage noted.

Event description:
Customer reported that the insulin pump alarms everyday at 10:01 in the morning. Customer was explained that the alarm received is a safety alarm. Customer reported that the alarm history showed 4 failed self test alarms. Customer stated the alarm did not occur during the rewind or prime sequence. Customer was instructed to program an easy bolus into the air; bolus amount was recorded in the bolus history. Blood glucose value is 84 mg/dl. Nothing further reported.